Event description:
It was reported that this pacemaker showed premature ventricular contraction (pvc) events, which may have contributed to inappropriate detection of a sudden rate drop. Technical services agreed that the pvcs were likely influencing device behavior. The patient reported pocket pain; the device remains in service. No adverse patient effects were reported.